Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Not available for return.

Event description:
Received an article titled endovascular treatment of complex aneurysms with the use of covera stent grafts. Purpose: to characterize the short-term results of a newly available self-expanding covered stent for the reconstruction of target vessels in complex aneurysms. Method: from august 2017 to november 2018, this self-expanding covered stent was used in 17 patients during endovascular aneurysm repair. Per the physician: "only one patient suffered from a type 3 endoleak related to this device after a migration of the device from a visceral artery and a renal artery leading to a disconnection with the aortic endograft, in some very angulated target vessels." Associated files: (B)(4).

Manufacturer narrative:
Per the physician: "only one patient suffered from a type 3 endoleak related to this device after a migration of the device from a visceral artery and a renal artery leading to a disconnection with the aortic endograft, in some very angulated target vessels." Further information from the physician was provided within the good faith requests that was made to the physician upon reviewing the article. The information provided by the physician is as follows: "please be reassured that the advanta v12 covered stent system was in no way considered as armful in our series. Only one patient suffered from a type 3 endoleak related to this device after a migration of the device from a visceral artery and a renal artery leading to a disconnection with the aortic endograft, in some very angulated target vessels" based on the information available atrium has determined that the events described are not related to a product failure. H3 other text : not available for return.